Event description:
It was reported surgical intervention was undertaken to replace the patient's ((B)(6)) lead due to retroauricular pain at the tips of the device (off-label). The discomfort was said to be more acute when stimulation was in use. The explanted device was discarded by the medical facility. Effective stimulation was captured for the patient following the procedure. The patient's status with respect to the pain has not been disclosed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.